Event description:
A home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during initial drain cycle of automated peritoneal dialysis therapy. Per initial report, the hp started initial drain before connecting transfer set to the pt line of the homechoice set. After noting this, connected to the set-up. Baxter's tsc assisted the hp in ending the therapy early. No pt injury or medical intervention was associated with this incident per the hp.